Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device did not pass the left ventricular (lv) portion of the returned product testing. Visual inspection noted that the device header was loose. An x-ray of the device header found the lv header wire was fractured. All other header wires were intact. The device failed the returned product testing due to the fractured header wire induced by the loose header. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. Examination of the device memory confirmed that all of the device lead impedance measurements were normal and stable throughout the implant time.

Manufacturer narrative:
The product is currently being analyzed by the post market quality assurance laboratory. Upon completion of the analysis, the report will be updated.

Event description:
Boston scientific received information that this device was returned to our company with a loose header. Additionally, the device did not pass the initial returned product testing. The device is currently being analyzed. No adverse patient effects were reported.

Event description:
The patient with this device underwent a heart transplant and the device was electively explanted.